Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and could not reproduce the customer¿s error. Upon reviewing the logs, there was no major faults. Functional tested the device without any issues or failures. Functionality checks to factory specifications were completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement.